Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's wife that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's pod's cannula had unknowingly been dislodged while sleeping. Thus, without pod insulin delivery for the night. Symptoms reported include hyperglycemia, vomiting and pneumonia because vomit aspirated into the lungs. The patient was treated with intravenous therapy with insulin. The patient was released after 2 days. A new pod was put on after the patient left the hospital.